Manufacturer narrative:
The insulin pump alarmed during basic occlusion test due to loose protruded drive support. Unable to perform occlusion test, prime test and excessive no delivery test due to a33 alarm. All operating currents are within specification. The insulin pump passed displacement test, self test, off no power test and a21 error test. The insulin pump was received with partially broken reservoir tube lip, minor scratched display window, cracked belt clip slot, cracked battery tube threads and missing the drive support sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump alarmed compromised force system sensor and insulin squirted out during manual prime. The customer's blood glucose reading was unknown at the time of incident. The customer was advised that the device would be replaced and to return the product for analysis.